Event description:
Rn reported 2 dialyzer reactions in an acute setting for the same pt. First occurred 6 minutes into treatment, pt experienced sob and wheezing. Respiratory therapy called and administered treatment. Dialysis continued. Symptoms stopped in 1.5 hr. Next event occurred 2 days later-10 minutes into treatment pt flushed and sob. Respiratory therapy called and gave treatments. Dialysis continued and symptoms subsided in 1 hr 45 mins.